Manufacturer narrative:
(B)(4). D10: medical product: 12mm height size e articular surface: catalog#00588005012, lot#64834891; left size e cemented option femoral component: catalog#00588001501, lot#64366826; 16mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801016, lot#64721298; size 4 precoat cemented tibial component: catalog#00588000400, lot#64739910; 14mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801014, lot#64710790; trabecular metal tibial cone, medium 36x31mm: catalog#00545001336, lot#64819407; trabecular metal femoral metaphyseal cone, 35mm, medium, left: catalog#00545002135, lot#63858698; mathys gelatin cement restrictor c-plug size 14: catalog#237014, lot#20f0905009, qty#2; refobacin plus bone cem 2x40-3: catalog#3021170001-3, lot#y01bal0104. G2: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-01883; 0002648920-2023-00218; 0001822565-2023-02511; 0001822565-2023-02513. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision total knee arthroplasty. Approximately one year and nine months post-implantation, the patient began to experience pain, instability, immobility and moderate joint effusion. Diagnostic images revealed that the locking bar component of the articular surface had fractured. Subsequently, the patient underwent revision surgery. During the surgery, the knee joint was found to be uncoupled from the connector due to breakage of the locking bolt as well as dorsal dislocation of the articular surface and loosening of the cemented femoral component. The femoral components and articular surface were revised without complication. Due diligence is complete as multiple attempts have been made; all available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture, loosening, breakage of the hinge bolt, pain and instability noted. Radiographs show possible loosening. Root cause was unable to be determined. This complaint was confirmed for loosening and instability by the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.